Event description:
Customer discovered, while performing preuse checks, the ventilators inspiratory pull magnet was sticking intermittently. The ventilator was swapped out with a different ventilator and taken to the bio-meidcal department.